Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6), 2014, was chosen as a best estimate based on the date of mesh implant. Block h6: the following imdrf patient codes capture the reportable events of: e2330 - pelvic, groin, thigh, bowl, abdominal, and chronic disabling pain. E1405 - dyspareunia e0123 - sciatica. The following imdrf impact codes capture the reportable events of: f1202 - loss of enjoyment in life and relationships, as well as an inability to work or earn.

Event description:
It was reported that sometime after implantation, the patient experienced unrelenting pelvic pain, dyspareunia, and bowel pain. No surgical treatments were prescribed, and medications were unhelpful as it only had worse side effects. In 2017 and 2018, she developed post-surgical neuropathy associated with the bunching of the mesh. On (B)(6) 2018, she had undergone ultrasound due to bilateral pudendal artery injury/compression and bilateral reduced blood flow to nearly one-third on the right and to nearly one-fourth on the left, of the origin flow. Sonography revealed the presence of an echogenic layer, seen after insertion of vaginal mesh with recto-vaginal septum. The mesh appeared slightly asymmetrical with midline bunching. Otherwise, the mesh was seen in the expected lotion, with extensions toward the scare-spinous ligaments on both sides. There was no tenderness noted during examination. On (B)(6) 2025, the patient experienced pelvic, groin, thigh, and pelvic pain, described as chronic, disabling, and in acute waves. Additional symptoms included dyspareunia, proctalgia fugax, bowel complications, and her prolapse still occurred. She reported a loss of enjoyment in life and relationships, as well as an inability to work or earn. The patient has taken cinnarizine/dimenhydrinate 20:40 mg, ferinject 500mg/10ml, hydroxo-b12 1mg/ml, iodine forte, lorazepam 1mg, methyltetrahydrofolate (mthf), panadol osteo 665 mg, sb floractiv- bioceuticals, transdermal zinc sulphate 72.6mg/ml cream 1ml daily with 25mg p5p + 75mg vit b6, and vitamin d3. Additionally, she has still continued to have sciatica, pelvic girdle and lower abdominal pain, and vaginal scarring and shortening. She has also had subsequent bowel dysfunction, such as constipation and defecation pain. She has experienced cyclical nausea and vomiting, years of distress and lack of future, anxiety, distress, and post-traumatic stress disorder (ptsd)-like manifestations.